Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned in segments. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#1241;stem was explanted due to vegetation on the lead. Cultures taken indicated the presence of gram negative rod bacteria. No further patient complications have been reported as a result of this event.